Event description:
The following description of the event was documented by a viasys tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] paged. He wanted to report a problem with their 3100a. I called him back and he explains that they set up a pt last night on the 3100a and when he came in this morning, he saw that the map was flickering from 12.7 (set map) down to 2 and back up to 12. The pt is doing really well... So he thinks it's just what is being displayed on the panelmeter that is wrong. What concerns him is that he checked the "alarms" and when he sets it for 12, it doesn't alarm. From that, he knows that the map is not really displaying what the pt is really getting. I agreed and asked him if the "flickering" just happened or if it was there at the time of set up (pt cir cal and perf check). He had me on hold while he asked. He comes back to report that the pt cir calibration did not pass as they could not tell what the reading was on the map. I explained to him that the 3100a should not have been used then. He agrees and reports that they must have felt the need to use it since this is their only 3100a. He adds that he remembers that this happened last year and ts stepped their biomed through some troubleshooting and "tightened" something. He wonders what could have been tightened. I explained that it sounds like the pressure transducer or panelmeter problem. Possibly one of the wires of tubings could have been found loose and "tightened." The following additional info concerning the event was copied from an e-mail from the user facility that was in response to a letter sent requesting additional info. "In the description of the call, it states that the calibration during initial set-up of the circuit failed calibration. This is incorrect. During the initial set-up of the circuit, the calibration passed. My therapists are trained not to place pts on any piece of ventilator equipment without successful testing. The calibration that was in question was performed after the problem appeared."

Manufacturer narrative:
A warning in the operators manual on page xi states the following: "the operational verification and start up procedure must be followed before beginning ventilation of a pt. If at any time during the operational verification and start up procedure any abnormal function of the model 3100a hfov is noted, do not proceed with pt ventilation as this could cause pt injury or death. Contact sensormedics technical support before proceeding any further." A warning in the operators manual on page 31 states the following; "the operational verification and start up procedure must be followed before ventilation of a pt commences. If at any time during the operational verification and start up procedure abnormal function of the model 3100a hfov is noted, do not proceed with pt ventilation as this could cause pt injury or death; contact sensormedics technical support before proceeding any further." The user facility did not submit a user facility report to the manufacturer. Event codes were derived based on info provided by the user facility via phone conversation(s) and written response to a letter from viasys requesting additional info.